Manufacturer narrative:
Analysis was completed. No device problem was found.

Event description:
It was reported the patient presented in clinic due to an infection. The patient's implantable cardioverter defibrillator system was explanted without issue. The patient was stable throughout. Additional information was requested but not yet received.